Manufacturer narrative:
On 10-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that upon receiving the shipment of a new thermocool smarttouch sf catheter product, it was noticed that the product package was physically damaged. The caller reported that there is a "hole" in the back of the product package, which reaches through to the sterile product pouch. The internal sterile pouch seal of the thermocool smarttouch sf catheter was compromised.

Manufacturer narrative:
It was reported that upon receiving the shipment of a new thermocool smarttouch sf catheter product, it was noticed that the product package was physically damaged. The caller reported that there is a "hole" in the back of the product package, which reaches through to the sterile product pouch. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies on the device. In addition, only the catheter was received. The packaging was not returned; therefore, no further investigation could be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The package damage reported by the customer could not be confirmed during the product investigation due to the packaging was not returned for analysis; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The catheter instructions for use (IFU) contain the following recommendations: do not use if the package is opened or damaged. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation conclusion code of ¿appropriate term/code not available (d17)¿ was used to represent the inability to analyze the packaging because it was not returned for evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).